Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken during which the ipg was repositioned. It was reported that the issue has since resolved.